Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a nonunion and a plate broke post-operatively. The patient was originally treated for an open fracture wound to the wrist on (B)(6) 2013. On an unknown date, during a follow up visit, the surgeon discovered via x-rays that the patient had a nonunion and a broken variable angle locking compression plate. It was reported that the nonunion was due to no bone growth and the patient had no bone growth due to heavy smoking. It is unknown how the plate broke. The plate was found to be broken on the 2nd proximal hole on the shaft. The surgeon explanted the locking compression plate and eight screws. The devices will not be returned. The patient was re-implanted with a new plate and screws. Surgery was successfully completed with no delay. This is report 3 of 9 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.